Event description:
The event involved a clave¿ connector where it was reported there was fluid seepage at the infusion joint, positive pressure inner core does not rebound. The place of use was in a medical institution and the intention of use is for infusion. It was stated the nurse placed an intravenous needle for the patient. Due to the intravenous pump injecting drugs in the analgesic group, the intravenous needle was connected to an infusion joint. During the infusion process, the nurse found that liquid was leaking from the infusion joint, and after removing the extension tube, the positive pressure inner core of the infusion joint was found to have no rebound. The healthcare provider immediately reported to the head nurse to replace the new infusion joint. Combination of medicine/medical device: indwelling needle. The cause analysis is product reasons (including instructions, etc.). Description of the cause analysis is product quality problem. Preliminary processing situation is to replace with a new product immediately. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is not available or evaluation, however, a lot number was provided. Device lot history review is pending. Additional reporter: beijing jaspar medical supply co., ltd. Qiny, qiny1016@163.com, 010-5820 5318.

Manufacturer narrative:
No 01c-c1000 product samples, videos or photographs were returned for investigation. The device history record was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Corrected information can be found in d10, h6 medical device problem code and component code.